Event description:
It was reported to boston scientific corp, that a resolution clip device was used during a clipping procedure in the large bowel, on (B)(6), 2009. According to the complainant, during preparation, the device was removed from the package and the outer sheath was found detached from the blue grip at the proximal part. In addition, the distal part of the outer sheath was found bent. The procedure was performed using another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).